Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu lists the compatible guidewires that are to be used with the jetstream device and in this case an incompatible guidewire was used. (B)(4).

Event description:
It was reported that the catheter became stuck on a non-bsc guidewire. A 2.4mm jetstream® xc atherectomy catheter over a non-bsc guidewire was selected for an atherectomy procedure. The device became stuck on the non-bsc guidewire. The device and guidewire were removed and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was fine.